Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and correct the device manufacture date. The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be partially split with approximately 0.215¿ of the teflon pad missing, exposing metal. The missing teflon pad portion was not returned for evaluation. The probe unit was inspected under a microscope and found no visual indication of damage. In addition, the probe insulation is protruding out near the proximal end of the probe. The device was attached to the test usg-400/esg-400 and the device passed the probe check. During testing, a ¿u511 short circuit¿ error was observed when the jaws were closed and the seal/cut function was activated. Based on similar reported events, the reported complaint is most likely attributed to user mishandling. The device will be forwarded to the original equipment manufacturer for further investigation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding the reported the reported event and limited information was provided. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic supracervical hysterectomy (lsh) procedure, the teflon pad from the grasping section of the device lifted exposing metal. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury.